Manufacturer narrative:
Data analysis performed on inr results provided by customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 4.1 inr, reference: 3.0 inr, mean: 3.55, confidence limits: (2.0 - 5.0). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Strip l/n: 241836 met accuracy criteria. No deficiency found on returned unit. Inr reported is registered on unit's memory. Investigation details: unit under investigation was received on 3/3/2011. The returned unit's memory has been downloaded and reviewed. Inr reported is registered on unit's memory. Strip investigation was performed on lot 241836. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for strip lot 241836 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Meter investigation (inspection): unit was then tested with thermometer sensing test during warming up to determine if unit's heater plate is within the acceptable temperature range (36.00 - 38.00 degrees celsius). Performed thermometer sensing test on unit and both thermistor are measured as follows: thermistor # 1 = 36.39 degrees celsius, thermistor # 2 = 36.49 degrees celsius. Visual inspection revealed slight contamination on heater plate, but it has not affected the performance of temperature control circuitry. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Returned meter with retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the dr's point of care. Results as follows: date: (B)(6) 2011, inratio inr: 4.1, dr's poc inr: 3.0. Target inr range is 2.5 - 3.5. Tests were done side by side with two finger sticks.